Event description:
It was reported that the surgeon noticed motion in top portion of the device while sizing the femur with device. Attempts to obtain additional information have been made.however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 66654609. All-poly patella catalog # 42540200035 lot # 66723250. 0â° spiked keel right size e osseoti tibia catalog # 42535007102 lot # 66339500. Articular surface catalog # 42522100810 lot # 65831951. Femur trabecular metal cruciate retaining (cr) standard porous catalog # 42502806402 lot # 66545040. Articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11 catalog # 42522100810 lot # 66688618. Headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 66712923. H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h9, h10. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of use and confirmed there is slight play. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. No problem found with returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.